Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the ring where the reservoir goes in broke off, and the dad super-glued it back on. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device received with corroded battery tube and broken reservoir tube lip noted.